Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion burette set experienced component separation. The following information was provided by the initial reporter: the tubing set came apart while it was being hung.

Event description:
It was reported that the bd alaris pump module smartsite infusion burette set experienced component separation. The following information was provided by the initial reporter: the tubing set came apart while it was being hung.

Manufacturer narrative:
H6: investigation summary one sample was received and tested by our quality team. The separation reported by the customer was immediately noticed above the burette and the complaint has been verified. A high power digital microscope was used to find possible root causes for the separation. There seemed to be enough solvent applied to the separated tubing so the manufacturing plant was consulted on the issue. After analyses from our production team, the root cause was found to be improper use of fixtures when attaching tubing to the burette. There has been a quality alert issued to limit further occurrences of this failure. A device history record review for model 2441-0007 lot number 22045596 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.